Manufacturer narrative:
The cause of the peritonitis event was reported as related to poor source of water and poor environment. The reported issue of poor source of water and poor environment are environmental factors, which are often out of patient's control. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in 1957. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics. Twelve days after the onset, the patient had recovered from the peritonitis event and antibiotic treatment was discontinued. The action taken with dianeal therapies was not reported. No additional information is available.